Manufacturer narrative:
The device was returned to olympus for inspection. The olympus investigator was not able to confirm the customer failure and determined the following cause: the subject device presented no abnormalities. The loop could extend from the tube sheath. Therefore, the exact cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a polyp ligation of a pedunculated polyp using the endoloop, the handle could not be activated. The loop could not be pulled together. There were no reports of patient harm.